Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that cannot make changes using the touch screen. The customer reported the device was not in use on patient.

Manufacturer narrative:
Per customer, the problem was that a connection cable was not properly established in the user interface assembly. The cable was reconnected properly and the problem was corrected. No part was replaced.